Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Customer changed supplies to address bg. Reportedly, the customer did not complete the air removal step during the loading process. Tandem technical support educated the customer regarding the loading process.